Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported by affiliate via complaint submission tool as follows: shoulder arthroscopy. 5 times the suction of all vapr cp90 (ref 228146; all lot u2005001) was blocked; with other words: the suction of all 5 vapr cp90 was not possible do use; all were blocked before they were used. 5 minutes delay. No patient consequences. Only 2 devices available for evaluation. Two devices were received and evaluated. Visual observations reveal that the device was received with the shaft extremely bent, saline residues were observed in the suction tube, no sings of activation were observed. Due to the failure reported is related to suction, the devices will be send to supplier for further evaluation. The vapr coolpulse90 electrode was evaluated by the supplier with the following results: two devices returned for investigation, neither device was returned in the original packaging, the shaft of both devices has been bent. Both devices appear in a used condition with tissue debris around the tips, the suction port at the tip appears clear from debris, residue visible in suction tube, no visible damage to the device handle, cable or plug. Both devices were subjected to a flow test to establish the flow rate achieved through the suction path. To allow the tests to be performed the shafts were slightly straightened so the shaft was approximately 90° to the handle. This was necessary to allow the tip to fit into a beaker. The following results were achieved at 700mm/hg. Device 1 ¿ 157ml/min, device 2 ¿ 144ml/min. Neither device achieved the minimum specification value of 170ml/min but considering the shaft was badly distorted this was not a surprise. The tests did show that the suction path was not blocked. During our investigation no suction blockage was confirmed in either of the two returned devices. Even though the suction flow rates observed were below the minimum flow test specification this can be attributed to the condition of the bent shaft. We were unable to confirm the customer reported blocked suction issue or determine a possible root cause. Based on the evidence seen no further investigation is possible. A manufacturing record evaluation was performed for the finished device lot number: u2005001, and no non-conformances were identified. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a barkart repair shoulder arthroscopy procedure on (B)(6) 2021, it was observed that a vapr coolpulse90 electrode device had a blocked suction. Another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.